Event description:
Had lasik surgery on (B)(6) 2016. Suffering from chronic dry eye issues. I'm only a month and I have to use artificial tears every 1-2 hours, use eye lubricant at night while wearing eye mask to limit air flow while sleeping. I continue to use prolensa for the pain and fatigue. Now I'm on xidra to produce tears. The hope at this point is that, I only need to use it for a month or so.